Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as the product was manufactured on or before september 23, 2014.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, the right atrial lead was observed to be unable to sense p-waves. It was also noted that there were multiple episodes of atrial lead noise. The lead was capped and replaced successfully on (B)(6) 2019. The patient was stable after the procedure.